Event description:
It was reported at follow-up, that the pt had experienced intermittent side affects of slurred speech and facial spasm (dates of onset were not provided). This had been observed with pt sitting quietly and no positional movements at all. It was unk if the events were attributable to the implanted system or, if they were new symptoms; the pt had not previously been evaluated at the user facility and could not provide an adequate history to the hcp. Upon interrogation, acceptable impedance values (not given) had been obtained. The settings for the left-sided pulse generator were reported as c+, 1-, 3.4 v, 60 pw, with 185 rate; settings for the right-sided pulse generator were reported as 4+, 5-, 4.2 v, 180 pw, 185 rate. When titrating the right side up to 4.7 v using the physician programmer, the hcp received a charge density warning which was appropriate for the settings. As they tried to program to 1.0v and beyond they got charge density warning with some parameters. Tried another programmer and were able to reproduce the warning. They eventually checked c+ and 6- again at which time the issue was resolved, and they no longer got the charge density warning at 1.0v and above. Results of x-ray exam obtained on 3/2008, had not detected any abnormalities. Additional info has been requested from the physician. Refer to MFR report # 6000153200802181.